Manufacturer narrative:
If additional information is received, appropriate notification will be provided.

Event description:
The user noticed a discrepancy in pth results when compared to the immulite analyzer. The user believes the decline in pth values was not as notable with the 2010 analyzer as with the immulite. During a patient surgery, the user aliquoted each edta sample between the two analyzers and compared the results. Of the seven sets of results provided, three were found to be discrepant. The results from the immulite were reported. For a sample drawn 5 minutes post excision of the adenoma, the e2010 result was 209 pg per ml and the immulite result was 68 pg per ml. The aliquot originally tested on the e2010 was retested at 30 minutes post surgery on the e2010 and a result of 192 pg per ml was received. At a later date which was not provided, the aliquot originally tested on the immulite was retested on the immulite with a result of 70 pg per ml. For a sample drawn 10 minutes post excision of the adenoma, the e2010 result was 156 pg per ml and the immulite result was 44 pg per ml. The aliquot originally tested on the e2010 was retested at 30 minutes post surgery on the e2010 and a result of 141 pg per ml was received. At a later date which was not provided, the aliquot originally tested on the immulite was retest on the immulite with a result of 35 pg per ml. For the final sample drawn, the e2010 result was 133 pg per ml and the immulite result was 29 pg per ml. The aliquot originally tested on the e2010 was retested at 30 minutes post surgery on the e2010 and a result of 119 pg per ml was received. At a later date which was not provided, the aliquot originally tested on the immulite was retested on the immulite with a result of 26 pg per ml.